Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was black which blocked graphics and text. Additionally, the touch screen was unresponsive. Customer's blood glucose was 75 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.